Event description:
It was reported that the patient had a sudden return of parkinson's symptoms. No known accident or trauma was reported. Provider requested an mdt rep check the implant and therapy was confirmed to be on. However, additional information was received from the patient stating that the cause of the sudden return of symptoms was due to the device being off. It was unknown how the battery turned off and patient confirmed it showed 100% charged. The patient contacted a va representative who walked them through turning the device back on. Once back on, their symptoms subsided and the issue resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.